Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
The patient developed a bleeding, open wound under the front therapy electrode. The irritation was open and bleeding. The patient's physician advised the patient to remove the device. The bleeding stopped and the irritation started to improve after removing the device.